Manufacturer narrative:
Occupation is patient/consumer. The investigation is ongoing.

Event description:
Customer alleges a memory discrepancy with involving their coaguchek xs meter serial number (B)(4). The customer stated that they tested on (B)(6)2022 at 11:00 am and the result was 4.0 inr. The result was not found in the meter memory when the customer reviewed the memory.

Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 4.9 inr, qc 2: 4.9 inr, qc 3: 4.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer's alleged missing result of 4.0 inr on 16-jul-2022 was not observed in the meter's patient result memory. The obtained qc values were observed in the meter's memory. No meter memory issues observed. The customer's allegation could not be reproduced. The returned meter performed according to specification. Medwatch fields d9 and h3 have been updated.